Event description:
Caller reported a minimum fill notification. Blood glucose level did not exceed 500 mg/dl. Customer attempted to load a new cartridge with the help of technical support. They cleaned the pneumatic tap area and tried reloading the same cartridge, which did not resolve the issue. After problems persisted with a second cartridge, the case was escalated for additional assistance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.